Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the emergency room (ER) due to a stroke. It was noted that a CT scan was already performed. It was noted that there was "artifact" while attempting to perform an EKG, so the patient needed her devices turned off. Refer to manufacturing report #: 3004209178-2013-07191.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37092, lot# 312660001, implanted: (B)(6) 2012, product type: accessory. Product ID: 37603, serial# (B)(4), implanted: (B)(4) 2012, product type: implantable neurostimulator. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v779186, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v947059, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional review reported that the patient was confused, dazed and was not able to tell the health care professionals anything.